Event description:
It was reported that the customer experienced a malfunction alarm, noted as malfunction code 0. The customer declined to provide details on whether blood glucose levels exceeded normal limits, leaving the impact on blood glucose level unknown. Technical support decided to replace the pump due to repeated malfunction occurrences. The customer planned to continue using the current pump until the replacement arrived.